Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to an extended charge time of 31 seconds, while at a battery monitoring voltage of 2.57 v. The device has been implanted for over 5 years. Boston scientific received information that this device was recently explanted. No adverse patient effects were reported.

Manufacturer narrative:
Current records indicate that this device remains implanted and in service. The boston scientific crm technical services department advised that critical therapy would remain available until the device reaches a monitoring voltage of 2.1 v. Additional information indicates that the patient does not want to receive a replacement device. This event will be updated if any additional information becomes available. The device was explanted. No further information is available. This report will be updated if more information becomes available.